Event description:
A ventilator was returned to the manufacturer for run-in and testing. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a significant event in the error log occurred. E-194 detachable battery pack needs replaced. The detachable battery pack needs replaced due to unusual operation and unable for it to charge. The software was upgraded to the current version and the detachable battery was replaced to resolve the reported issue. The device passed all testing.